Manufacturer narrative:
We were unable to determine the root cause of the reported event as the device was discarded, therefore an evaluation of the device was not possible. The doctor confirmed that the device was retrieved without injury to the patient.

Event description:
It was reported that during a procedure, upon deployment of the quick clip, the tail portion fell off. The quick clip fell apart and the cap and spring fell into the patient with the quick clip. There was no injury to the patient but the pieces of the quick clip device had to be retrieved using a foreign body retrieval forceps. The items have been discarded and are not returned. The procedure was a colon clip placement post polypectomy and it was completed.